Event description:
Hospital reported that blood bank rh factor results were incorrectly filed to the hospital information system (his). The results residing on the blood bank laboratory information system (bb lis) were correct. Results such as patient a: a negative went across the interface to the his as patient a: positive a. The occurrence of incorrect rh factors on the his was sporadic. All transfusions are given based on the correct data in the bb lis. There are no anticipated transfusion errors because the bb lis was utilized for all blood transfusions. The facility reported that satellite clinics and physicians outside of the hospital use the results posted on the his rather than the bb lis. The impact that might result from the incorrect his data is the potential to prevent or inappropriately delay administration of rh immune globulin to pre and postpartum mothers. Initially the hospital reported that 28 patients could potentially be affected. In 2001, the hospital reported that 6 of the 28 patients originally specified could potentially be affected.